Event description:
It was reported by the rep that the device was used during a small bowel resection. It was reported the surgeon fired the tlc55 across the bowel and at the proximal edge, there weren't any staples. The surgeon was able to place the edge of a kelley in the opening. He used sutures to close the opening. Co told him to change the device and he used a tlc75 during the same case; again the same outcome; proximal edge lacked staples. He then opened another tlc55 and fired it with the same results. Each time the tlc was fired, the proximal edge had to be sutured shut. There was no consequence to the pt.